Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7435, serial # (B)(4), product type programmer, patient; product ID 3887-33, lot # n24075, implanted: (B)(6) 2000, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that patient's implantable neurostimulator (ins) had not been functioning since 3 to 4 years prior to the report.

Event description:
It was reported the patient's device was "no longer working." It was also stated the patient refused to have another surgery. No further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.